Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that 100ml of infusion was left in the container. Subsequently, the administration set was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available, corrected data: d1: correction: brand name: cadd administration sets - flow stop. D2: correction: common device name: set, administration, intravascular.